Event description:
The plaintiff, alleges that while working as a registered nurse, plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1997 plaintiff was diagnosed as being allergic to latex. Plaintiff further alleges that plaintiff has become sensitized to latex, and is now subjected to increased health risks. Furthermore, plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Finally, the plaintiff's spouse has suffered the loss of consortium, support, services and companionship of the plaintiff.